Manufacturer narrative:
This report is for an unk screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision/removal surgery of a narrow locking compression plate (lcp) that sustained distal third femur fracture four months ago. One cortex screw was broken in the plate as a result of a nonunion. An adolescent femoral was then used to replace plate and screw construct. The date of the original implant was on (B)(6) 2019. All of the hardware and fragments were removed successfully. Procedure outcome is unknown. There was no patient consequence. Concomitant device reported: unknown cortex screw (part# unknown, lot# unknown, quantity# 5); narrow lcp plate (part# 224.571, lot# 5806952, quantity# 1). This report is for 1 of 1 for (B)(4).